Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was disconnected. The following information was provided by the initial reporter: material no: 2420-0500, batch no: 20053014. It was reported the tubing was disconnected in the packaging. I was called to the ed today at seacoast they have opened about a dozen of the #98 product where the tubing is disconnected. They did have an issue with a patient yesterday where 2 liters were put into the floor instead of the patient. I went and checked all the ed stock and pulled on the area were it is disconnecting and left all that were good and pulled the ones that were apart or pulled apart with a tug. The warehouse has 36 ca and 1 each that I have isolated till we get further.

Manufacturer narrative:
No product was returned by the customer. Photos were provided and the customer complaint of tubing disconnected could be seen and verified. A device history record review for model 2420-0500, lot number 20053014 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents and the manufacturer has been made aware of this event. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was disconnected. The following information was provided by the initial reporter: material no: 2420-0500 batch no: 20053014. It was reported the tubing was disconnected in the packaging. I was called to the ed today at seacoast they have opened about a dozen of the #98 product where the tubing is disconnected. They did have an issue with a patient yesterday where 2 liters were put into the floor instead of the patient. I went and checked all the ed stock and pulled on the area were it is disconnecting and left all that were good and pulled the ones that were apart or pulled apart with a tug. The warehouse has 36 ca and 1 each that I have isolated till we get further.